Event description:
It was stated that patient had three sets back-to-back leaked at the connector/cannula portion. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.